Event description:
It was reported that the patient¿s mom does not think that the vns is working because the patient is having seizures and is typically well controlled. No additional or relevant information has been received to date.